Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the atw35 instrument jaw would not open enough. Another instrument was used to complete the case.